Manufacturer narrative:
The device is currently being returned to the design house located in sydney, australia for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that error messages (sf 75 and 195) were displayed on an astral device. These error messages resulted in a power failure of the device. It was also reported that the device battery would not charge properly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported failure modes were confirmed. The investigation determined that the device faults were due to an isolated component failure within the battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).